Event description:
Malfunction: laser head error message. A facility reported receiving an error message, "error 36 - error laser head", at the end of a procedure. The pt was not affected. There was no pt harm.

Manufacturer narrative:
Determination of root cause: assessment: customer reported receiving error 36 (laser head) at end of surgery. Territory mgr (tm) was onsite. She stated that she could not duplicate the error. However, the log files showed the occurrence reported by the customer. The laser head was replaced, in response to the reported event. The system was then verified and was confirmed to be functioning within specifications. The part was returned to MFR and no further evaluation was necessary as the tm's diagnosis and repair activity sufficiently addressed the issue. Conclusion: the root cause for the reported event was determined to be the laser head. (B) (4). (B) (4). (B) (4).